Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture thresholds and high impedance measurements. No intervention or patient condition was reported.

Event description:
New information received notes that during device preparation, the patient's left ventricular (lv) lead exhibited loss of capture and high impedance measurements. Additionally, during the procedure the physician noted that the there was a cut on the lead. The lv lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.